Event description:
On 12/2/2024 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The exact event date was not reported. The user declined a follow up phone call and provided no further details at the time of reporting.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.